Event description:
Patient reported that over the past three weeks they hae had problems with infusion sets breaking and disconnecting from their body. Patient's blood glucose became elevated (275 mg/dl) as a result of this problem. Patient self-treated high blood glucose by bolusing.